Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service team indicates that a foreign material inside the nozzle, forceps channel, air water channel bending section cover and control handle. It was determined that the nozzle, forceps channel, air water channel bending section cover(a-rubber) and control handle needed to be replaced. There was no patient involvement.